Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported elevated blood glucose of up to 376 mg/dl during the previous 2-3 weeks. She corrected hyperglycemia by delivering insulin through the infusion device and changing the accessories, but this was not successful. She then corrected hyperglycemia with an insulin pen. Patient believes the infusion device delivers too little insulin during basal rate delivery. Infusion headset is changed every 2 days and infusion tube and insulin cartridge every week. Patient did test positive for ketones. Infusion device was not exposed to water, but there is a possibility it was exposed to x-ray a few weeks prior. Normal blood glucose is 100-110 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.